Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 585 mg/dl. Customer was treated with manually. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose difference. The insulin pump will not be returned for analysis.